Event description:
It was reported that the patient presented to the emergency department with chest pain and troponin bump. They were taken to the catheterization laboratory and was found to have thrombus in the aortic arch. During their stay in the hospital, they had an abrupt change in pump flows resulting low flow alarms. Their pupils then became fixed and dilated requiring for cardiopulmonary resuscitation (CPR) to be initiated. Finally, care was withdrawn, and the patient passed away on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
The patient experienced an ischemic stroke on (B)(6) 2023 (MFR # 2916596-2023-00447). Manufacturer's investigation conclusion: a direct relationship between the device and the reported aortic arch thrombus and patient outcome could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review. A direct cause for the reported alarms could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. Review of the relevant sections of the device history records of (B)(6) showed no deviations from the manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) lists arterial non-central nervous system/venous thromboembolism and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The system monitor section describes the pump flow display ((B)(6) through (B)(6) and the hazard alarms ((B)(6)). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm ((B)(6)). No further information was provided. The manufacturer is closing the file on this event.